Event description:
It was reported the fiber had a hole about 4 feet from the fiber tip at 6 joules during a prostate procedure. It was reported that the laser beam fired for only a second out of the fiber body. The pt outcome was reported as "good". No end user injury was reported. The procedure was completed with a second fiber.